Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, missing a piece of shell (0-25%) and crease flat. A microscopic analysis was performed which identified: broken sharp and stress marks, near of the broken site, this condition was called surgical impact and smooth broken on the radius. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the posterior due to surgical impact. Missing shell due to inconclusive. A smooth broken due to smooth opening.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade unknown. Device has been explanted.